Manufacturer narrative:
H6: b18, the device was discarded at the treating facility and was therefore not available for analysis. H6: c19, the review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® molding & occlusion balloon catheter instructions for use, adverse events which may require intervention include, but are not limited to trauma to the vessel wall, including spasm, dissection, perforation or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter (mob). During the treatment, a contralateral leg, plc201000j, was implanted into a left common iliac artery and touch up was performed using mob. An angiography revealed a rupture of the left common iliac artery. Blood pressure gradually decreased, so balloon occlusion was performed and left internal iliac artery embolization was performed, then a contralateral leg, plc121400j, was implanted extend to a left external iliac artery. The patient tolerated the procedure. The physician stated that the overall vascularity was not good, and the left common iliac artery was also not good, which was probably a cause of the rupture. Reportedly, the touch up was performed carefully. It did not appear to be excessively pressured.